Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the ilet displayed an ¿unable to proceed¿ alert that persisted through a dry run and prevented rewinding, consistent with a complete blockage associated with the tube; blood glucose was not affected, and a replacement device was provided while the original is being returned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a device problem consistent with a complete blockage localized to the tube. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.